Manufacturer narrative:
Device is a combination product. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that stent damage and stent migration occurred. Vascular access was obtained via the radial artery. The non- totally occluded, 38mm in length, de novo target lesion was located in the non-calcified and 3.0mm in diameter ostium to mid left anterior descending artery (lad). An unspecified percutaneous transluminal coronary angioplasty (ptca) guide wire was advanced in the first diagonal artery and another unspecified guide wire was introduced in lad. A 2.5x20mm unspecified balloon catheter was advanced in lad for predilation until 12-14 atmospheres. Then a 3.00x38mm promus element ¿ long stent was advanced from ostium to the mid lad. The stent was deployed for 25 seconds at 10 atmospheres. The stent was very well apposed to the vessel as per angiography. The first diagonal artery was jailed and rewired with a non bsc guide wire. The lesion in the first diagonal artery was dilated using a 20.x12mm unspecified balloon catheter at 12-14 atmospheres. Then kissing balloon technique was performed using a 3.0x15mm unspecified balloon catheter in lad and a 2x12mm unspecified balloon catheter in the first diagonal artery. The recently implanted stent was post dilated using a 3.5x12mm unspecified balloon catheter at 20-27 atmospheres however it was noted on angiography that the stent was deformed and has migrated to approximately 4-5mm in lad. The physician suspected that this event was due to post dilation. The stent was again post dilated using an unspecified balloon catheter and the procedure was completed with good end result. No further patient complications were reported and the patient's status was stable.